Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since neither the device nor logs were returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg is inoperable. Surgical intervention may take place at a later date.

Manufacturer narrative:
Section a1 - patient identifier corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.